Event description:
On (B)(6) 2011, the pt reported experiencing low blood glucose in the 40's mg/dl in the mornings and she feels the infusion device is over delivering insulin. She adjusted her basal rates and the issue continues. Her normal blood glucose range is 80-110 mg/dl. She drinks a soda and disconnects from the infusion device until her blood glucose returns to normal. She did not report experiencing symptoms of low blood glucose. Troubleshooting did not reveal any product issues. The pt did not require treatment from a health care professional or second party to address the issue. The infusion was replaced. The infusion device, adapter, cartridge, and infusion set were requested to be returned for evaluation.